Event description:
The pt reported pain in his shoulder and numbness in his hand. X-rays showed that the lead had migrated. The lead was repositioned and the pt's pain and numbness resolved.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation. This is the final report.